Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm and damage at the battery compartment. Customer stated that they having frequent issues from two weeks of motor error alarm. The customer stated the drive support cap appears to be normal. Customer did not receive an motor position encoder error alarm. Customer was able to complete the insulin pump rewind. Customer was advised to discontinue the use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. (B)(4).